Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
There is a previous complaint #(B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/03/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported that the pressure sensor 30 psi value (p.I) had failed under required parameters and it was needing to be calibrated from pre-rework (225) to post re-work (215). No patient was involved.